Event description:
It was reported that the patient presented in clinic for checkup. Upon review, the left ventricular lead exhibited high threshold and loss of capture. The patient was re-evaluated on a follow-up in clinic and no loss of capture was noted. After testing, no intervention was performed. There were no patient consequences.